Event description:
Caller alleging discrepant inratio value. (B)(6) 2015 inratio: 1.7; (B)(6) 2015 inratio: 1.5; (B)(6) 2015 inratio: 5.8; patient's therapeutic range 2-3. Time between inratio test on (B)(6): one week. Time between inratio test on (B)(6): one week. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.